Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the tip of the variable inserter shaft broke off in the implant. The surgeon decided to leave the tip in the implant stating he does not believe it will harm the patient.

Event description:
It was reported the tip of the variable inserter shaft broke off in the implant. The surgeon decided to leave the tip in the implant stating he does not believe it will harm the patient.

Manufacturer narrative:
Summary: the complaint is unrefuted for the unreturned zyst curve var inserter shaft for the failure of instrument fractured and remains in the patient. The product was not returned, and no photo was provided. Medical records were not provided for review. Potential cause the root cause can't be established, since the product was not returned for evaluation. DHR review and related actions DHR review can't be performed, lot number was not provided. No actions required. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report.